Manufacturer narrative:
The event occurred sometime in (B)(6) of 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro- volume extension set was unable to prime while connected to a 0.9% saline bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed and there was blockage between the winged female luer lock and the tubing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.